Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced intermittent communication failure between the dexcom g7 continuous glucose monitor (cgm) and the ilet, resulting in signal loss to the ilet while the dexcom app showed readings; troubleshooting included bluetooth toggling, cgm menu checks, and an ilet restart with education to allow time for reconnection and to replace the cgm if signal loss persisted. Symptoms included hyperglycemia with a peak glucose of 220 mg/dl and no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified, consistent with intermittent communication failure, with involvement of the antenna/electrical and magnetic communication components. The user confirmed persistent signal issues despite prior troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.